Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately one month post implantation due to periprosthetic femur fracture after the patient experienced a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through review of medical records. The returned head and liner were still attached to the stem and could not be removed. The head showed visible scuffing and the liner showed indentation. The device history records were reviewed and no discrepancies were identified. The root cause was determined to be the patient's fall after tripping, which resulted in bone fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip arthroplasty revision approximately one month post-implantation to address a periprosthetic femur fracture after the patient experienced a fall. Medical records were received. Initial operative notes identified no intraoperative complications or abnormalities. Pre-revision notes identified that the patient¿s right leg had been amputated above the knee and the patient¿s prosthetic foot was caught in a door threshold when the patient tripped and fell, resulting in the left femur fracture. The patient¿s fracture was reduced and held in place using cerclage cables, although the medial portion of the femur fracture could not be completely reduced due to the medial commination. However, adequate reduction and restoration of the canal were achieved.